Event description:
Related to MFR report#s 2183959-2012-00240 and 00242. The pt was implanted with an ams perigee graft on (B)(6) 2008. It was reported that the pt experienced mental and physical pain and suffering, has sustained permanent injury, physical deformity, and the loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.